Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve in the aortic position the 16f esheath was placed in rcfa. The vessel had noted severe tortuosity. The valve and the 29mm commander delivery system were placed into the sheath and advanced. Resistance noted with advancement of catheter. Flouro assessment of sheath and device noted the valve appeared outside sheath in common iliac. The team attempted to withdraw commander and valve but resistance was noted and the decision was made to withdraw entire system as unit. Unit withdrawn and a new 16f esheath was inserted. Bleeding noted from site coda balloon place through contra side of the sheath. Coda inflated and perforation noted at external iliac. Multiple stents were placed to establish flow to leg. Per the fcs, the valve did not exit the tip of the sheath. The sheath was split along the seam 4cm or so and there was a bent valve strut. There were no abnormalities noted with the sheath prior to use. The loader was able to be inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle and the expansion tool was not used. The delivery system was at the partially expandable blue portion when resistance was noted. The perceived root cause of the iliac perforation was the valve through the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint a liner puncture was unable to be confirmed without the returned device or relevant imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. As no lot number was provided, a review of the DHR and lot history was unable to be performed. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, there is no indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''resistance noted with advancement of catheter. Flouro assessment of sheath and device noted the valve appeared outside sheath in common iliac. The team attempted to withdraw commander and valve but resistance was noted and the decision was made to withdraw entire system as unit. Unit withdrawn and a new 16f esheath was inserted. Bleeding noted from site coda balloon place through contra side of the sheath. Coda inflated and perforation noted at external iliac. Multiple stents were placed to establish flow to leg''. ''Per the fcs, the valve did not exit the tip of the sheath. The sheath was split along the seam 4cm or so and there was a bent valve strut.'' Additionally, it was reported, ''that the vessel had noted severe tortuosity''. Per imagery review, tortuosity and calcification were present in the patient's access vessels. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Tortuosity and calcification can create sub-optimal angles for sheath insertion, requiring a high push force to navigate. Additionally, tortuosity and calcification can create a challenging pathway for delivery system insertion as it can lead to non-coaxial alignment between the devices and cause resistance. Calcification can also create a restricted pathway or constrained condition for sheath insertion, further contributing to resistance. These patient factors can create a challenging pathway for advancement and can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to an increased potential for the valve to catch onto the sheath inner lumen and become stuck. If additional manipulation was used to overcome any resistance, the valve can puncture through the sheath liner. The patient factors and crimped valve catching onto the liner may have then led to the reported withdrawal difficulty. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4).